Event description:
The patient's uncorrected visual acuity was not what was expected. There is no indication of refractive error or mislabeling of the iol. The explant date of the iol has not been established.

Manufacturer narrative:
Explant date has not been established.